Event description:
I had monovision surgery done 1 year ago. It has been a nightmare. Starting with extreme glare problems inside and outdoors to hazy vision. I was told after my surgery that my eyes are dry and have used countless different eye drops. No one explained prior that I would not be a good candidate for the surgery because of my dry eyes. I never used eye drops prior to surgery. They charged me to put in plugs which did not help either. I am currently taking restasis which makes my vision blurry too. I paid for this more for what they called "high definition" eyes-which I know was a rip off now.